Manufacturer narrative:
The optical distance sensor mt-02-183 (B)(6) was returned at manufacturing site on (B)(6) 2020 along with its laser offset plate (mt-02-202 (B)(6)) and three screws. No physical damage was observed. An accuracy test was performed by a field service technician and showed that the optical distance sensor does not pass the accuracy test. However, the root cause of this failure cannot be determined as there is no physical damage to the optical distance sensor or the laser offset plate. The subject optical distance sensor was replaced with a new part (mt-02-183 s/n (B)(6)), solving the issue. The rosa system was successfully tested on (B)(6) 2019 through a rosa brain applicative test: contactless registration and brain accuracy check

Event description:
It was reported that during a preventive maintenance, the optical distance sensor did not pass the accuracy tests. No patient was involved in this event.

Event description:
Optical distance sensor failed accuracy tests.

Manufacturer narrative:
Device was received at manufacturing site on 16-jan-2020. Corrected data: - b4 date of this report; - d10 device availability; - g4 date received by manufacturer; - h2 if follow-up, what type; - h10 additional narrative/data.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a preventive maintenance, the optical distance sensor did not pass the accuracy tests. No patient was involved in this event.